Event description:
Staff report that they were applying the cooling unit at the end of the surgical case. When they turned the unit on, it began leaking from the point where the blue tubing exits the main cooling unit. Staff were concerned that it could have contaminated the fresh surgical site. They also report that they have had the same problem with this device in the past.